Event description:
During evaluation by baxter, the spectrum device was found to have no audio. No pt involvement. No further information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The investigation has not been completed at this time. A supplemental report will be provided when the investigation is completed.